Event description:
It was reported that the patient was presented to the emergency room (ER) due to the lead integrity alert (lia) triggering audible alerts in the right ventricular (rv) lead. Oversensing and noise were noted. The chest x-ray showed the lead tip and ring electrode were within one centimeter of the rv coil. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary (B)(4): the distal portion of the lead was returned, analyzed and no anomalies were found. It was noted that the proximal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress, the distal conductor of the lead became extrinsically fractured due to pulling/stretching/overstress, visual summary analysis of the lead indicated apparent explant damage and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant therapy: (B)(4) implantable cardioverter defibrillator, implant date: 2013 (B)(6); 419488 implantable pacing lead, implant date: 2005 (B)(6); 5076-52 implantable pacing lead, implant date 2013 (B)(6). (B)(4).